Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported experiencing higher than normal blood glucose readings since she began using the infusion set. Pt stated her blood glucose this morning was 300 mg/dl and it has been above 200 mg/dl. Pt's normal blood glucose range is around 160-175 mg/dl. Pt reported she will have the infusion site in for 2 days and then her blood glucose will shoot up. Pt stated she will have to change the infusion site to bring her blood glucose back down. Pt reported the infusion sites did leak a couple of times down her skin. Pt uses the insertion assist plus device to insert the infusion site. Pt stated she began using the infusion sets a couple of months ago and the issue first occurred right when she started using them. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.